Event description:
It was reported that in preparation for the patient's MRI scan, a remote transmission was requested. The transmission showed that this pacemaker performed an automatic safety switch from bipolar to unipolar due to the related right atrial (ra) lead exhibiting high, out of range pacing impedances of greater than 3000 ohms. Additionally, a signal artifact monitor (sam) episode was recorded due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This lead remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that in preparation for the patient's MRI scan, a remote transmission was requested. The transmission showed that an automatic safety switch occurred from bipolar to unipolar due to this right atrial (ra) lead exhibiting high, out of range pacing impedances of greater than 3000 ohms. Additionally, a signal artifact monitor (sam) episode was recorded due to oversensing of noise on the right atrial channel, which resulted in a minute ventilation (mv) vector switch. This lead remains implanted and in service. No adverse patient effects were reported. This device remains implanted and in service. At this time, no further action has been taken and the patient will continue with regular follow-up checks. Investigation of the available information determined this device exhibited incorrect categorization of atrial arrhythmia(s) as mv noise and exhibited intermittent pacing impedances.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.